Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a pre-dilated mildly calcified lesion (90 percent stenosis degree) in the proximal rca pda. The device could not cross the pre-dilated lesion and was removed. A 6f guidezilla extension catheter was introduced and the orsiro was re-introduced. While lesion crossing it was noticed that no stent is on the balloon. The orsiro was removed and the stent was located further up the shaft of the delivery system.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is displaced by about 57 mm in proximal direction. The stent is severely deformed at its distal end, i.e. Several struts are bent. Stent imprints on the exposed balloon surface indicate the stent was initially crimped in between the two radiopaque markers. Further, the distal end of the device tip was found damaged (i.e. It shows sharp pressure marks) which was likely caused during lesion crossing. The balloon is well folded and shows no signs of inflation. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU advises the user not to reinsert the orsiro stent system if it was removed prior to expansion.